Manufacturer narrative:
(B)(4). The reported problem was that the anesthesia system failed the system check-out tests (sco's). No device logs were received for further investigation. No information regarding the repair or parts exchanged/replaced during the repair has been received. Since no device logs or faulty parts have been received for our evaluation, we are unable to provide, determine, or confirm the reported cause for the reported event.

Event description:
(B)(4).

Event description:
It was reported that the anesthesia system failed the system check-out tests at the first sub-test. There was no patient involvement reported. (B)(4).